Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the daughter had a damage on the insulin pump. The customer's blood glucose level was 330 mg/dl and 189 mg/dl. The customer declined troubleshooting for high blood glucose. It was reported that they had damage on the reservoir and the ring was missing. The customer stated that the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.